Manufacturer narrative:
Upon further investigation, this case is the duplicate of 2031642-2021-05244, which is the actual complaint. Therefore, this complaint no longer meets reportability requirements.

Event description:
The customer called into technical support (ts) reporting that the device is giving machine pressure sensor autozero failed, code 1109. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse recommended repair instructions. The customer replaced solenoid 2 and 4 to resolve reported problem. The device passed required performance verification tests per philips's standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. The device was not being used for treatment when the reported event occurred.